Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose levels. Customer¿s low blood glucose level was 42 mg/dl and high blood glucose was 320 mg/dl. Customer stated that the infusion set had a bent cannula. It was unknown if the insulin pump was on auto mode. Customer declined troubleshooting for high and low blood glucose level. The insulin pump will not be returned for analysis.